Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified low sensor scan results from the ADC device. It is unknown whether the customer observed a trend arrow on the device. The customer experienced nervousness, hunger, blurred vision, sweating, and shaking. The customer was unable to self-treat and received unspecified treatment from a third party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.